Event description:
Dealer states that the elevate actuator and the harness melted together. Dealer wanted a quote on new harnesses, controller and an actuator. The dealer thinks it got caught on the lift on the back on the vehicle and kept running. #(B)(4).